Manufacturer narrative:
During probe replacement, some deposits/serum clots were observed in the sample probe. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). The field service engineer replaced the main water pump and adjusted it. The sample probes were replaced and adjusted. The reagent probes were adjusted. The water pressure of the reagent probe wash stations was adjusted. The cuvette washing was observed and was found to be at the correct levels. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c 701 module. The sample initially resulted in a creatinine value of 1.14 mg/dl and it repeated as 0.75 mg/dl.